Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The customer's complaint was not replicated with in-house testing of retain lot w62691b. No issues with analyte recovery were observed. Manufacturing batch records for lot w62691b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving an abnormal triage d-dimer result of 603 ng/ml for one patient. Confirmatory testing was conducted 1-2 hours later using a laboratory method and produced a normal d-dimer result. Although requested, no additional information was provided. The customer also reported result issues on a second patient. This event is reported under MDR 2027969-2017-00071.